Event description:
A malfunction on a pump was reported by the customer, indicated by a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully carried out the reset, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the problem happened again.